Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report.

Event description:
Additional information indicates that the tissue plasminogen activator was started and flows increased within hrs. At this point dextrose 5% in water with sodium bicarbonate was switched back. The device was requested but was explanted outside normal business hours and unfortunately, me or my team were not there, and the device was discarded.

Event description:
A fifty-two-year-old male patient with a medical history of coronary artery disease received an impella cp device for acute myocardial infarction¿related cardiogenic shock, classified as society for cardiovascular angiography and interventions cardiogenic shock stage e. Prior to device placement, the patient was receiving three intravenous medications to support heart muscle contraction, an intra-aortic balloon pump, and mechanical ventilation. Due to profound shock, the patient was escalated from impella cp to an impella 5.5 device on the same day. On the first day of support, the patient showed mild improvement with impella cp but subsequently deteriorated, leading to initiation of venoarterial extracorporeal membrane oxygenation. On the fourth day, the patient was extubated and escalated to full impella 5.5 support. On the fifteenth day, the patient developed a fever, blood cultures were drawn, and minimal output persisted from the pericardial drain; the patient also received blood products, likely related to the combined use of mechanical circulatory support devices. On the sixteenth day, renal function worsened and dialysis was initiated. On the seventeenth day, the patient developed gastrointestinal bleeding, followed by hypovolemia and hypotension that required transfusion; no surgical intervention was needed. On the twenty-first day, the patient underwent an exploratory laparotomy with partial resection of the gastrointestinal tract to control bleeding. In the following days, gastrointestinal bleeding continued and additional blood products were administered. On the thirtieth day, the patient developed respiratory acidosis. On the thirty-sixth day, veno-venous extracorporeal membrane oxygenation was initiated for respiratory failure, and the circuit was removed on the fiftieth day. On the sixty-fifth day, a high purge-pressure alarm occurred on the impella system; engineering review will provide further evaluation, and no direct adverse patient outcome was reported. Over the subsequent weeks, the patient demonstrated gradual clinical improvement. As of the current date, after approximately four months of support, the patient continues on impella 5.5 therapy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.